Event description:
As reported to the MFR on 09sept2011, a (B)(6) male underwent tpn administration on (B)(6) 2010. As of (B)(6) 2010, outer layer of catheter was noticed to be disconnected from rest of catheter at thin/thick junction part at communication with internal lumen. Also broke at junction of strain relief collar at winged hub. Based on the info provided, a foreign object did not have to be retrieved from the pt. A new catheter inserted and rewiring of broken one and use of ketamine.

Manufacturer narrative:
(B)(4): no consequence to pt reported. (B)(4): not labeled in the instructions for use. Event is still under investigation.